Event description:
Technical services received a call on 9/9/2011. Caller reported high impedance on this ra lead. Measurements 440-490 ohms since implant until the week on (B)(6) 2011 it was 1420 ohms. Then ranging 1000-1700 ohms for a while, then back to normal. Measurements greater than 2500 ohms on (B)(6) 2011. Today in unipolar and bipolar got 500 ohms impedance. Sensing less than 1.5mv unipolar, 0.3mv bipolar. Thresholds 0.6, 0.7 in the past. On (B)(6) 2011 up to 1 .4v unipolar and 0.8 bipolar. Plan is for cxr. Working with dr. (B)(6). No patient impact. Clinic has been watching this for a while. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).